Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the procedure went well to implant this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode. Impedance was 85-90 ohms before defibrillation therapy (dft) testing. During dft, fine ventricular fibrillation (vf) was induced; however, the first shock through the device at 65j did not convert the arrhythmia. According to institutional practice, an external (360 asynchronous) shock was delivered which converted the patient to sinus rhythm. The implanting physician inspected the position of the device and electrode, and everything appeared normal. A manual impedance test produced an impedance measurement of 180 ohms. Perplexed at the high system impedance, investigation was performed which included checking for air in the pocket and evaluation of the device to electrode connection. The electrode appeared well connected at the header and there were no signs of air/blood. The system impedance slowly came down to 130 ohms; however, the physician had lost confidence in the device performance and requested a replacement device. No adverse patient effects were reported.

Event description:
It was reported that the procedure went well to implant this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode. Impedance was 85-90 ohms before defibrillation therapy (dft) testing. During dft, fine ventricular fibrillation (vf) was induced; however, the first shock through the device at 65j did not convert the arrhythmia. According to institutional practice, an external (360 asynchronous) shock was delivered which converted the patient to sinus rhythm. The implanting physician inspected the position of the device and electrode, and everything appeared normal. A manual impedance test produced an impedance measurement of 180 ohms. Perplexed at the high system impedance, investigation was performed which included checking for air in the pocket and evaluation of the device to electrode connection. The electrode appeared well connected at the header and there were no signs of air/blood. The system impedance slowly came down to 130 ohms; however, the physician had lost confidence in the device performance and requested a replacement device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.